Manufacturer narrative:
The serial number and part number of the pump was not provided.

Event description:
Information was received regarding an unknown cadd pump. It was reported that tazozin was running intermittently at a dose of 159ml/hour for 8 hours with a 500 ml bag. However, there was 54 ml residual at the end of infusion.